Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a damaged conductor wire. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: refer to field d4 (lot number). The field was updated to include the complete lot number.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use, no damaged noted. The damaged was first observed after removal. The type of damaged was unknown. It was unknown if the cable broke or was intact. It was unknown of any loss of cautery associated with the damage. It was unknown if any signs of thermal damage or arcing. It was unknown of instrument collision. The case was completed with a backup instrument. There were no fragments that fell into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Visual inspection did not reveal any damage to the conductor wires. The instrument passed the electrical continuity test. Based on the investigation results, customer reported issues may be due to another factor. Additionally, the instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.